Manufacturer narrative:
Follow-up # 3, 11/04/2015 correction: supplemental sent to correct information previously sent. Follow-up 2 did not include the information from the test strip investigation line for the first vial; this information is included here. Follow-up #2: the test strips involved with this complaint failed testing. The returned test strips were found to have scratched electrodes with no assignable cause. In addition, a 2nd vial of the same test strips lot (lot # 3789214) has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report wil be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.